Event description:
It was reported that the patient underwent an initial total knee arthroplasty with a competitor's device. Subsequently, the patient developed an infection and was revised to exactech device. After being converted to exactech devices, the patient then developed pain and poly wear resulting in another revision. No further information available.

Manufacturer narrative:
D10: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 201-24-13 - tibial insert trial sz 4 13 mm unassigned. 201-46-10 - holding pin headless 3" (4 pk) (B)(6). 204-34-04 - fluted stem extension 40l x 14 mm (B)(6). 204-34-08 - fluted stem extension 80l x 14 mm (B)(6). 208-01-04 - cc femoral sz 4 (B)(6). 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6). 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6). 208-07-04 - cc posterior fem augment sz 4, 5mm (B)(6). 208-07-04 - cc posterior fem augment sz 4, 5mm (B)(6). 208-09-05 - cc stem ext adaptor 5 degree (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.